Manufacturer narrative:
No product has been returned for investigation. Review of the reported event, torque test results and radiograph provided suggest operational context may have caused or contributed to the event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: · bending, fracture or loosening of implant component(s) · loss of fixation..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct...." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant...".

Event description:
Reportedly on february 21, 2018 a patient underwent an extreme lateral interbody fusion procedure with a lateral plate and posterior fixation at l4-l5 levels without any reported issues. Follow up radiographs showed a rod separation at l1 level. On (B)(6) 2018 a revision procedure took place where the posterior fixation was removed and replaced without reported issue. No patient injury reported.

Manufacturer narrative:
Product has been received and visual inspection showed evidence of rod contact to the inferior side of both lock screws. Both lock screws have sections of wear and material removal. The damage observed is consistent with cross threaded lock screws not properly contacting the rod at either end and leaving it loose allowing movement.